Manufacturer narrative:
The insulin pump was received with a detached end cap, unable to perform displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and displacement accuracy test due to detached end cap. Unable to confirm bolus anomaly due to detached end cap. However, the insulin pump passed self-test and unexpected restart error test. All operating currents tested with in the specification range and passed off no power test. The drive support cap was inspected and no anomaly was noted. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of possible over delivery. The customer's blood glucose reading was 112 mg/dl. The customer stated that the drive support cap stuck out. The insulin pump was returned for analysis.